Event description:
Patient presented to the physician with a burning sensation at the ipg site. Imaging was taken, showing the ipg had flipped upside down. Physician brought the patient into the or, repositioned the ipg to its correct orientation, re-sutured, and closed the incision site.